Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broke while tightening. Case type: tha. Surgical delay: x <= 15 minutes.

Event description:
Broke while tightening. Case type: tha. Surgical delay: x <= 15 minutes.

Manufacturer narrative:
Broke while tightening,case type: tha,surgical delay: x <= 15 minutes. Device evaluation and results: product inspection was not performed as product was not returned for inspection. Device history review: a review of the device history records shows that 30 pieces were manufactured and 30 were rejected on 5/7/12. Review of npr 12-05-0051 revealed that 29 devices accepted into final stock on 10/10/12. Review of npr 12-05-0051 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230 , l/n 19010312 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.